Manufacturer narrative:
.

Event description:
At the repair bench it was found that there was no audio on the device. There was no patient involvement. There were no reports of a patient injury or harm.